Event description:
It was reported "extra piece of plastic is left from splitting the introducer and got caught on midline during insertion. Had to cut to remove it because introducer didn't split correctly." No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the introducer sheath did not split evenly was confirmed and was determined to be manufacturing related. One 4.5fr x 7cm introducer sheath was returned for investigation. The sample exhibited evidence of use. The tabs on the introducer had been split and the sheath material had been peeled apart. The tabs split unevenly, which resulted in an extension of orange material that remained attached to one tab after the tabs were split apart. It was reported that the material had to be cut to remove it. Since the reported damage was observed on the returned sample, the complaint was confirmed. Bd is working closely with manufacturing to prevent recurrence of the reported event. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refn2111 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "extra piece of plastic is left from splitting the introducer and got caught on midline during insertion. Had to cut to remove it because introducer didn't split correctly." No other information provided.